Event description:
When pulling drapes off patient at the end of the case, two areas were blistered on the outer right hip and upper thigh. During the case it was noted that the harmonic was no longer clamping correctly and was replaced. After burns were noted, the harmonic was inspected and appeared melted. Manufacturer response for harmonic scalpel, valley lab harmonic scalpel (per site reporter) no response to date.